Event description:
It was reported that (1) lcs15 device was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon was performing a laparoscopic nissen. The case was going well until the surgeon was near the splenic attachments of the short gastric vessels. The surgeon tried to coagulate and cut and got a solid tone. The rep tried to tell the surgeon to make sure he did not have too much tissue in the jaws. The surgeon had some bleeding starting and the harmonic scalpel still kept a solid tone and then intermittently started working again. The new luke handpiece was utilized in this case. The generator is compatible with the luke. The surgeon cuped and cauterized to finish the case. There was an extended or time by one hour.